Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir and infusion set anomaly. Customer¿s blood glucose level was 389 mg/dl. Customer treated their blood glucose levels via manual injection. Troubleshooting was performed. Customer advised they were unable to push insulin through the plunger and they did not receive the no delivery alarm. Customer advised they had issues with multiple reservoirs. Customer was advised to return the reservoirs for analysis. Customer was advised replacement reservoirs would be sent out.